Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4). Multiple MDR reports were filed for this event.

Event description:
It was reported that a patient has been indicated for revision due to an unknown reason. No revision has been reported to date. Attempts to obtain additional information have been made; however, no further information is available at this time.